Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call a recurring power error alarm on the insulin pump. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Pump passed the displacement test, sleep current test and active current test.